Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The positive bi result was found after 24 hours of incubation. A handpiece battery was not recalled successfully. The bi was located at the lower back of the chamber. The previous and subsequent bi results were negative. At this time there are no reports of injury or harm from the event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number. Failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 08/2011 to 07/2012. There was no significant trend observed. Trending analysis by lot number was performed. The lot history from 04/09/12 to 08/17/12 found there were no similar reported incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. The suspect bi was returned for investigation and no manufacturing defects were observed that would contribute to a positive bi result. This lot expired shortly after the complaint was received. As such, functional evaluation of the retains product cannot be performed. The cause of the suspected positive bi cannot be determined based on the information provided. Information is unavailable regarding specific device models in the load; therefore, compatibility cannot be ruled out as a contributing factor.

Event description:
This event is being reported because the facility did not successfully recall all the items in the load and an instrument was used on a patient.

Manufacturer narrative:
Device code- (B)(4) no code available: suspect positive bi. An fse was dispatched to the site and found no problem with the customer's sterrad 100s unit.